Event description:
I had revision of a right hip replacement on (B)(6) 2009. After years of pain and disability, in 2012, I went back to my surgeon. He performed another revision and said that there had never been any bone growth into the acetabular cup. He did not diagnose the nonunion when I went to hip with thigh pain in fall of 2009. In (B)(6) 2012, he said the nonunion was due to that fact that he "did not seat it right." I don't know if he is covering up for stryker because he is a highly paid consultant for them. Dates of use: (B)(6) 2009 - (B)(6) 2012.